Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reports to have received a no delivery alarm during bolus. Customer also reports to have received a motor error alarm. Customer's blood glucose was 201 mg/dl. After troubleshooting, customer was advised that insulin pump was functioning as designed. Customer was advised that alarms were caused by set / reservoir occlusion. Customer inquired on insulin pump recall. Customer was educated on recall and was advised that insulin pump would be replaced. No further information provided.